Event description:
It was reported that the patient can no longer hear with her device. She was hit by a heavy door when this was closing. The external parts and event the batteries have been damaged. Testing shows 9 electrode channels with high impedance and 2 electrode channels are involved in a short circuit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.